Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that they patient had a recurrent gastrointestinal bleed (gib) with onset date (B)(6) 2025. Nuclear medicine study was performed on (B)(6) 2025 and was suspicious for active gib. Another nuclear medicine study was performed (B)(6) 2025 and found active bleeding at the hepatic flexure of the colon. The bleeding was treated with octreotide and warfarin was stopped. The bleeding resolved with treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.